Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "angioedema and urticaria" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: warnings: product use at specific sites in which an active inflammatory process (skin eruptions such as cysts, pimples, rashes, or hives) or infection is present should be deferred until the underlying process has been controlled. Adverse events: clinical evaluation of juvéderm® ultra plus xc: a 2-week, randomized, controlled us clinical study for juvéderm® ultra xc and ultra plus xc compared with juvéderm® ultra and ultra plus without lidocaine showed a similar safety profile in all subjects (n = 72), with the exception of fewer reports of pain/tenderness with the product containing lidocaine. Common treatment site responses (ctr) by severity and duration, are presented in tables 1 and 2. Aside from injection site responses, there were no adverse events related to the device, procedure, or anesthesia. The most common injection site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Health care professional instructions: with patients who have localized swelling, the degree of correction is sometimes difficult to judge at the time of treatment. In these cases, it is better to invite the patient to a touch-up session after 1-2 weeks. Patient instructions: it is recommended that the following information be shared with patients: within the first 24 hours, patients should avoid strenuous exercise, extensive sun or heat exposure, and alcoholic beverages. Exposure to any of the above may cause temporary redness, swelling, and/or itching at the injection sites.

Event description:
Patient reported after injection with juvederm® ultra xc and juvederm® ultra plus xc, they experienced ¿angioedema and urticaria.¿ patient¿s physician ¿suspects autoimmune urticaria.¿ the patients¿ physician ¿suggested allergy testing prior to getting any allergan products again.¿ the patient is still experiencing adverse events; however, they are being treated and "it is controlled.¿ treatment includes: ¿omalizumab, hydroxychloroquine, anti-histamines,various unspecific, anti h1 and h2, levothyroxine.¿ the patient is also a physician, and states that ¿due to the way the reaction progressed they don¿t think it is related to the products but wants to be able to continue using allergan products but wants to rule out causal effect.¿ this is the same event and the same patient reported under MDR ID #3005113652-2018-01601 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® ultra plus xc.